Event description:
Customer reports of having excessive air bubles in infusion set. Customer called stating that infusion sets were selivered to the wrong address. Customer did not want to troubleshoot as he states he already did troubleshooting with another representative. Customer was educated on reducing air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.